Event description:
Medtronic received information that this bioprosthesis mitral valve exhibited severe regurgitation approximately 3 years post implant. The surgeon elected to explant the valve. Upon explanting the valve, a tear was observed in the semilunar cusp, adjacent to the posterior leaflet commissure. In addition, pannus was noted on the left ventricular side of the valve. No additional complications were reported.

Manufacturer narrative:
Analysis: visual examination of the returned valve shows that all leaflets are slightly stiff but flexible except where host material extends onto the inflow of the left cusp. A large tear in the non-coronary cusp adjacent to the outflow margin of attachment appears to have originated during implant possibly with a pinhole or puncture, of an unknown origin. The inflow tunica is separated from the area of the tear. Host tissue overgrowth is present along the outflow edge of the tear extending over the leaflet tissue into the non-coronary left inferior coaptive area. This may indicate the tear occurred during implant and may have increased in size with restricted leaflet movement over a period of time. Remnants of glistening off white pannus is noted along the sewing ring onto the tissue and base stitching adjacent to the left and right cusps into all inferior coaptive areas extending 1 to 3.5 mm onto the left and right cusps. Thick pannus extends along the outflow rail of the stent onto the non-coronary left and right stent posts, covering the right non-coronary stent post extending slightly onto the commissure. Pannus is noted along the outflow margin of attachment on the right and non-coronary cusps and partially along the left cusp margin of attachment extending 1 to 2 mm onto the elastic space. Radiography shows no evidence of mineralization on the valve or host tissue. Conclusion: reduced performance of the device attributed to a tear that appears to have occurred during the initial implant procedure. The device was explanted and replaced without reported patient complication.